Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 01/08/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection of the returned platform was performed and found no damages to the platform. The system was turned on/off with no problems and performed functional testing with no anomalies or errors exhibited. A review of the platform's archive data was performed and found that user advisory (ua) 2 (compression tracking error ) and ua 17 (max motor on time exceeded during active operation) faults occurred on (B)(6) 2014, rather than on the reported event date of (B)(6) 2014. The drivetrain and load cell were both replaced to remedy the reported complaint. The platform underwent and passed all final functional testing. In conclusion, the customer's reported complaint of the platform displaying ua 2 and ua 17 faults was confirmed through review of the platform's archive data. The root cause of the ua's was determined to be normal wear and tear of the drivetrain and load cell, as neither parts had been replaced after the platform was manufactured on 05/08/2010. The drivetrain and load cell were both replaced to remedy the reported complaint. The autopulse® was designed to exhibit ua 2 & ua 17 to prevent patient harm.

Event description:
It was reported that during a shift rotation, the autopulse platform displayed user advisory (ua) 2 (compression tracking error) and ua 17 (max motor on time exceeded during active operation) messages. Customer reseated the lifeband but the messages did not clear. No patient involvement was reported. No further information was provided.